Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a 'defective cassette' sensor occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals and physical condition were all intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported event is unknown, but the downstream sensor was worn out and exhibited contamination by fluid ingression. Recommended that the downstream sensor be replaced. The returned product is beyond 18 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service in the previous 13 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6500.